Manufacturer narrative:
The reported bur was returned for evaluation. Visual inspection verified the bur had "snapped" at the inner tube. The device appeared to have been broken due to excessive leverage. A two-year historical complaint review revealed (B)(4) similar complaints, involving (B)(4) devices, have been received for this device family. In that same timeframe, (B)(4) devices have been manufactured and sold worldwide, making the rate of occurrence of this failure (B)(4) percent. A risk analysis was performed and found to be acceptable. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. No prior complaints have been received for this specific lot. The instructions for use advise the user of the following. After use blades, burs and tubing sets may be a potential biohazard and should be handled and disposed in accordance with acceptable medical practice and applicable local and national requirements. Do not use burs for plunge cutting. Injury or damage may occur. Disposable blades and burs are supplied sterile and are for single use only. Always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blade or bur should be examined for damage and replaced if necessary. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This incident type will continue to be monitored through the complaint system to assure patient safety.

Event description:
A customer reported during a hip scope, two hps-h001 4.5mm x 19cm hps spherical burs "snapped" while in use with a d4240 handpiece. No part of the device fell into the surgical site and another bur was used to complete the procedure as planned. No patient injury was reported. This report is raised on the basis of a device malfunction with potential for injury with recurrence. The second bur (different lot) is being reported on MDR 1017294-2018-00009.